Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on performing a pump reset, and after the reset, the error did not reoccur. The caller successfully started their sensor session.